Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not trigger recommended replacement time (rrt) with an excessive charge time. The caller was informed that the device is working as normal since the device requires two measurements with excessive charge time to declare end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.